Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump was stuck on prime/rewind loop. The customer attempted to prime several times with no results. No further information was provided.